Event description:
On (B) (6) 2009, the patient reported that she began using her insulin infusion device on (B) (6) 2009. On (B) (6) 2009, her blood glucose readings elevated to 207 mg/dl just before dinner. By bedtime her reading was 264 mg/dl. The next morning her readings were within her normal range before lunch but elevated to 232 mg/dl before dinner. On (B) (6) 2009, her reading was 342 mg/dl after lunch. She said she switched to her prior infusion device and her blood glucose returned to her target range where it has stayed. The patient was offered a replacement device but declined. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.